Event description:
It was reported to philips that the efficia dfm100 exhibited external paddle cable damage. There was no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
Based on the information currently available, there is no allegation of malfunction or defect of this device or components indicated in this record. The good faith effort (gfe) confirmed that no allegation was actually made against the device and the field service engineer (fse) went onsite solely due to the field safety notice (fsn) the customer received.